Manufacturer narrative:
Two images were submitted for evaluation which appeared to show one inquiry afocus ii catheter; no device components were returned. Visual inspection based solely upon review of the photographs provided, appeared to show the catheter shaft material was fractured, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event fracture remains unknown.

Event description:
During an atrial fibrillation procedure, a fracture of the device occurred. The catheter was unable to deflect and resistance was noted when attempting to remove it. The catheter was removed after multiple attempts; however, the outer coating of the catheter shaft had fractured. No remnants of the catheter were believed to be left in the patient.